Event description:
The customer claims that the 10cc syringe that is contained inside of this tray leaked. According to reporter, when the radiologist exerted pressure on the filled syringe, the blood and contrast fluids sprayed on two staff members. The syringe was kept and will be returned to co for testing. Blood from all of the staff members and the pt was tested for disease.